Manufacturer narrative:
The subject device was returned to olympus's local distributor, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that during a thoracic surgery, the tip of the subject device scissors broke off and is in the patient. Olympus's local distributor obtained the additional information from the user facility as follows. "The doctor wanted to cut some adhesions with the subject device. During the first activation, there was an error message. When the doctor had pulled the scissors out of the patient, the instrumenting nurse noticed that the probe was missing. The doctor did not find the probe. The doctor statement was that there is so much staple suture in the patient at the moment that nothing will be seen with the x-ray fluoroscopy diagnostic (c-arm). The doctor assumes that the doctor aspirated the broken probe with the suction irrigation." " in the course of the procedure, the same error message (error 504) occurred again with the 2nd instrument " the intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on sep 9, 2021. The d4 (lot number) of the subject device was "kr107450", not "kr108189". The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore, omsc evaluated based on the content of the proposal and the attached photo. In the evaluation of omsc the following was confirmed, the probe was broken. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. From the attached photo as "error message" , it was confirmed that a ultrasonic frequency error was occurred, not a probe damage error. The device history record of osta for the lot indicated no anomaly with the event-related items below: inspection. The exact cause of the event couldn¿t be exclusively identified. However based on the investigation photos attached by the distributor and the past investigation results, the ultrasonic frequency error and the probe broken possibly occurred by the following mechanism: 1. ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the ultrasonic frequency error was occurred. 5. The probe broke when added some load. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The above device handling has warned in the instruction manual.